Manufacturer narrative:
H6. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned two photos of the 31gx6mm bd syringe. The customer reported that the needle pierced the orange cap and punctured the pharmacist's finger. The photos were examined, and it was observed that the cannula is sticking out of the needle shield. A review of the device history record was completed for batch# 2087972. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received embecta was able to duplicate or confirm the customer¿s indicated failure based on the photo received (cannula through shield). Root cause: there were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10.

Event description:
It was reported that prior to use with bd ultra-fine¿ insulin syringe the cannula pierced through the shield. The following information was provided by the initial reporter, translated from portuguese to english: while another pharmacist handled the syringe to sell it to the end customer, the needle pierced the orange cap and punctured the pharmacist's finger when selling it to the customer.

Event description:
It was reported that prior to use with bd ultra-fine¿ insulin syringe the cannula pierced through the shield. The following information was provided by the initial reporter, translated from portuguese to english: while another pharmacist handled the syringe to sell it to the end customer, the needle pierced the orange cap and punctured the pharmacist's finger when selling it to the customer.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.